Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box revealed two low-battery warnings and two related alarms. No battery compartment or battery cap damage was observed and the battery cap was able to be properly secured. The pump¿s electric current draws were found to be out of specification. A noticeable pump case temperature increase was observed during testing. Unrelated to the complaint, the display screen was observed to be blank. The display screen was found to be damaged. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.